Event description:
It was reported that the respiratory technician smelled smoke. The ventilator was not connected to a patient.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.